Manufacturer narrative:
This lot was manufactured june 1, 2016 ¿ june 3, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in an unknown month in 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor leaked. The location of the leak is unknown. The device was filled with fluorouracil. The drug leaked onto the patient¿s skin; however, there was no patient injury or medical intervention associated with this event. No additional information is available.